Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a loss of capture and the lead had dislodged. The lead was successfully capped and replaced. The patient was doing fine post surgery.